Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. In initial report section b5 was incompletely mentioned and the updated section b5 should be- the manufacturer was previously received information alleging of having nasal/throat irritation or soreness. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer and found no evidence of contamination. The manufacturer completed an internal visual inspection. The manufacturer found evidence of contamination in the inlet port. The manufacturer also found evidence of slight discoloration on the inside of the panels. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found no errors logged. The device was applied power and the device operated properly. The manufacturer concludes there was no evidence of sound abatement foam degradation or breakdown. Section b7, d9, g3, h3 and h6 has been updated / corrected.

Manufacturer narrative:
Additional information was received on nov 21, 2024. Section h11 should be reported as the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging of having nasal/throat irritation or soreness. Patient also alleged of having cancer, filters turned black, sore throat and running fever. The sections b1, b2, h1, h6 have been corrected in this report as follows: section b1 was corrected to adverse event and product problem ( product problem was checked in the previous MDR) section b2 was changed to other serious (previously it was blank) section h1 was changed from malfunction to serious injury section h6 health effect - clinical code, health effect - impact code was corrected.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury this issue was reported to the FDA per 21 cfr 806. The device will be corrected per res (B)(4).